Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that a foreign material fell off from the forceps channel of the device when non-olympus biopsy forceps was inserted into the device. The device was used on three patients in the upper gastrointestinal examination including biopsy before this event. The user commented that a foreign material might be a part of the tissue collected in the previous procedure. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa k.g (oekg). Oekg inspected the device and no clogged foreign material was confirmed in the instrument channel. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the device at the user facility.